Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause of why the pump was moving was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 300 mcg l fentanyl at a dose of 2 mcg ml via an implantable pump for spinal pain. It was reported that the patient was seeing a hcp for a pocket revision. When the pump pocket was opened, the hcp realized there was an infection and had to do an immediate explant on (B)(6) 2016. The pump and catheter were completely explanted due to the infection at the pump pocket. The issue was resolved and the patient status was alive with no injury. On (B)(6) 2016, additional information was received. The pocket revision was scheduled because the patient complained that their pump was moving around too much inside the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.